Manufacturer narrative:
The device showed evidence of user error, a cut was observed on the header of the device. Testing revealed stimulation artifacts were present on channels that were not activated. Activated channels displayed correct waveforms. In both cases, charge density of active programs was within the safety limits. The clinical environmental conditions that the device was exposed to are unknown. Device was used in occipital nerve stimulation. The algovita product is only indicated for spinal cord stimulation (scs) therapy. The device history review (DHR) was reviewed and no anomalies were noted. All devices are 100% tested at the time of manufacture.

Event description:
It was reported to nuvectra that a patient receiving occipital nerve stimulation (ons) therapy received a stimulator replacement because connection with the external devices could not be achieved.